Event description:
Reporter alleged her relative found her in a seizure while she was sleeping and tried using her voicemate advantage system to test her. Reporter stated that only an error could be obtained on the device, so the emts were called, they gave her a shot and took her to the hospital. Reporter stated that the hospital obtained a result of 106 mg/dl on their system, put her on the IV, and kept her there for a week. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.